Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. (B)(4).

Manufacturer narrative:
Statement on follow up #1 should be corrected from "the lens was explanted on (B)(6) 2019, and later replaced with a longer lens" to "on (B)(6) 2019 a longer length replacement lens was implanted within the same surgical procedure as the removal of the initial lens." (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2019 and later replaced with a longer length lens. This replacement lens resolved the problem. Patient code 3191: secondary surgical intervention, explant. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.00/2.0/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018 and the lens has rotated off axis twice by 20 degrees. It was reported that repositioning of the lens was performed on (B)(6) 2018 and it did not resolve the problem. The reporter stated " day 1 sitting correctly, by week 1 lens had rotated to 20 degrees and is still sitting at 15-20 degrees currently. Lens needs to be exchanged as position is not stable". Lens remains implanted, in the reporter opinion the cause of this event is due to a patient related factor. If additional information is received a supplemental medwatch report will be submitted.